Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic console exhibited a vacuum issue during unknown mode. Details of the procedure and the impact on the patient were not provided. Additional information has been requested but is unavailable at the time of this report.